Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation, abdominal pain and bowel concerns. The patient was admitted to the hospital. It was noted that the implanting physician does not suspect it was related to the spinal cord stimulator (scs); however, the patients primary care physician notes that it is a side effect. No further information has been obtained.